Manufacturer narrative:
Part returned. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2019, patient underwent bone graft, a shaft for trephine attachment broke and a trephine attachment may be stripped. A curette was used instead. Fragments were generated and was removed easily without additional intervention. There was no surgical delay. Procedure was completed successfully. There was no patient consequence. Concomitant medical products: unknown handle (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary background: it was reported that on january 28, 2019, patient underwent bone graft, a shaft for trephine attachment broke and a trephine attachment may be stripped. A curette was used instead. Fragments were generated and was removed easily without additional intervention. There was no surgical delay. Procedure was completed successfully. There was no patient consequence. Concomitant device: unknown handle (part # unknown, lot # unknown, quantity 1) this complaint involves two (2) device. Flow: broken. Visual inspection: the shaft for trephine attachments was received with all three (3) distal prongs broken off. The prongs were not returned. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Document/specification review: shaft f/trephine+extraction attachment. DHR review/ material/hardness review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. However, the received condition is consisted with exceeding lateral forces potentially from off-axis use or incomplete attachment of the mating attachments. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: device history lot: part: 03.111.030. Lot: 1l23697. Manufacturing site: bettlach. Release to warehouse date: 20. Nov. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.